Event description:
The patient complained of shocking and intermittent output during a premod or interferential electrotherapy treatment. The clinician reported that the treatment intensity was set to 30ma. During the treatment, the customer would report 'not feeling stimulation' then all of a sudden the patient would get a surge sensation from the output.

Manufacturer narrative:
Multiple attempts were made with the customer to obtain the device and additional incident details. The customer will not return the device or complete the investigation.